Manufacturer narrative:
Operator of device is unknown.

Event description:
It was reported that the device keeps alarming air in line when there is no air the line. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the air detector exhibited a small dent upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation, the air detector was not functioning properly. Root cause of the reported event is unknown however, a small dent was found on the air detector. The air detector will need to be replaced. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: catalog number: 21-2127-0104-01, d4: correction: model number: 2120, h4: correction: device manufacture date: updated.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 03-jul-2022 via email: event did not occur while in use by patient. Found during testing.